Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during ilet setup the pump repeatedly displayed an error after the rewind step and could not proceed, consistent with an invalid hall sensor state alarm and a device mechanical problem; the user was provided a replacement ilet to continue therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party, and receipt and inspection of the returned device. Investigation of this case revealed a suspected internal sensor malfunction consistent with an invalid hall sensor state affecting insulin delivery control. It was concluded that the cause was a device malfunction related to the insulin delivery sensing mechanism.